Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced poor communication and poor/no telemetry with recharging their ins. The patient stated that the last time they successfully charged the ins was easily over a month ago. No symptoms were reported. No further complications were reported/anticipated. Additional information received. It was reported that the patient was seen at his healthcare providers office and they were unable to revive the neurostimulator (ins) from its overdischarge (od) state and charge it. Patient reported that the physician assistant (pa) told him that the battery was very close to end of life. Patient services (pss) asked patient to clarify because he was implanted in 2012 and it has a 9 year life cycle with proper charging. Patient stated that the pa told him that the battery was damaged from being in an od state and it may be best to change the ins. Healthcare provider told the patient to call pss and review the newest device differences. Patient was redirected to hcp to discuss possible replacement.